Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not flow. This occurred during patient infusion with 5% dextrose and fluorouracil. The reporter stated that the patient line flushed easily and there were no kinks observed in the tubing. There was no patient injury or medical intervention reported. Additional information was requested and is not available.